Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the cine bridge printed circuit board and the cine disk backplane and formatted the cine disk. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not save cine runs. No patient injury was reported.